Event description:
It was reported to philips that the en1 relay intermittently failed, causing no x-ray availability on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Relay closed, rebooted system, monitoring power for consistency. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).